Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported that despite the tapping procedure in response to low bone density during implant placement, the implant holder remained bent inside the implant and the implant was removed. The procedure was completed in the same day. Bone density type: I.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) ire200u, (certain® universal ratchet extension implant driver (long)) for evaluation. Visual evaluation of the as returned device identified the driver with signs of use, and did not disengage/release from the implant as intended during a functional / physical test. Placement driver matched prints where measured. This complaint refers to the specific device being investigated for this complaint record. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ire200u dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿does not disengage/release¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation is incorrect techniques used. Therefore, based on the available information and functional testing, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.